Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: additional information received. An x-ray was done to locate the broken needle. Surgical time was extended by more than 30 minutes. The patient was discharged on (B)(6) 2015 and represented on (B)(6) 2015 with pe. The patient was discharged again on (B)(6) 2015. The device will be returned for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
Procedure type:laparoscopic hysterectomy. According to the reporter: the needle broke during the procedure. Part of the needle was retained in the patient. Additional information requested but not yet receieved.